Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5089334 that a female patient underwent a breast surgery with unspecified mentor saline breast implants. Several months after receiving the implants, the patient began experiencing various adverse symptoms and conditions. For the majority of summer 2006, the patient reported that she was bedridden and vomiting from severe migraines. The patient reported subsequent rashes, sun sensitivity, and other debilitating symptoms resembling lupus. She also tested positive for antinuclear antibodies (ana). Over the course of the next 2-3 years, the patient underwent cancer testing and bone marrow biopsies in search for the cause of their newfound symptoms. During this time, the patient reported that she was being treated with narcotics such as fentanyl patches and hydrocodone; however, the treatment was not effective. Testing determined that the patient's gallbladder had an extremely high ejection factor. As a result, the patient's gallbladder was removed shortly thereafter. After the surgery, a separate doctor prescribed the patient with a very low dose of methadone to control her pain. In fall 2018, the patient developed breast lumps which a physician determined to be dying breast tissue. The breast lump diagnosis was confirmed via mammogram, a screening which further damaged her breasts. The patient is currently due for a 6-month follow-up ultrasound. The root cause of the patient's symptoms is unclear. No device issues, such as rupture, were reported. At the time of this report, mentor has received no information regarding explantation or a scheduled explantation date. This report is for the patient's left-sided device.